Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in a blister tray inside the carton. The lock-out assembly has been removed. Viscoelastic is dried in the device. The plunger has been advanced just outside the tip of the device. Broken haptic is observed between the nozzle tip and the plunger groove. The remaining lens not returned. The complainant indicates the use of other company model as a viscoelastic, which is not qualified for use with company model, this is not a qualified company product combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU(instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd (ophthalmic viscosurgical device) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the plunger got stuck in the injector and the haptic was broken. The surgery was completed after replacing the product with another one. No further information available.